Manufacturer narrative:
The following other devices were also listed in this report: trident 0 deg insert 36mm: cat# 623-00-36d; lot mhh8rd. Citation tmzf ha stem #4 left: cat# 6265-5104; lot 28771701. Delta v-40 ceramic head 36/+2,5: cat# 6570-0-536; lot 25870. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection.

Event description:
It was reported that, "implants removed due to infection. Antibiotic spacer implanted temporarily."